Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient was still in the hospital after the implant procedure, lead dislodgement was observed on the rv lead. The lead was repositioned. The patient was stable and being monitored.